Event description:
Complaint that gel of pad is remaining attached to the packaging during removal.

Manufacturer narrative:
A review of the DHR was completed, there was no noted non-conformances with raw materials or the process including the device testing for final release.